Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient was seen by his cancer hcp on (B)(6) 2015 as was told he may need to change medications in the pump because the patient had been on the same medication of a few years. The hcp reported wanted to try sufentanil instead of dilaudid. It was noted that when the patient lived in (B)(6), the drug concentration was 30mg/ml, because it allowed for more time in between refills. When the patient moved back to (B)(6) in (B)(6) 2015, the concentration was changed to 20mg/ml. It was also noted that the patient's hcp will no longer be managing pump patients. The patient requested locator listings. The manufacturer representative was contacted and stated the managing hcp had no plans of getting rid of any pump patients. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
It was reported the patient had a change in therapeutic effect. A return of symptoms was reported. It was stated that the patient has cancer and other major health issues. The drug concentration was changed the day before the report from 20mg/ml to 30mg/ml of dilaudid. The printout listed a bridge bolus in progress 1 dilaudid (9.502mg/day) for continuous. It also stated an increase of daily dose from 8.999mg/day to 9.502mg/day. The patient had to have a pump because his stomach was paralyzed. The patient had to stop taking pills because his stomach couldn¿t digest the pills or food, so the pump was put in to control his pain. The patient has had drug and pain pump issues. The patient was in pain. The patient had a fused neck, failed fusion in his back, and a bad back. The patient was still in pain because of the failed back surgery in 1989. The patient can¿t stop the pump and has to live with it and would love to have it lowered. It was noted that the patient had a peripherally inserted central catheter (PICC) line. The catheter was only at l3 and the pump helped, but it didn¿t completely cover a lot of the other areas in his body. His thoracic area is where his worst pain was. The patient had a set joint disease where he has bone spurs in all his joints and was the painful part because his set joints have pain all the way through them with the set joint disease all the way up his spine (osteo spikes) and disc degenerative disease and bulging discs that need surgery and some of them were sitting on the patient¿s spinal column and he was really close to being a quadriplegic. The health care provider (hcp) didn¿t want to go passed 10mg/day of dilaudid. The patient mentioned that he had inflammatory mass symptoms. The patient was holding everyone accountable because he was already in enough pain. On (B)(6) 2014, the patient had a bolus at 11:30am and later at 7:00pm. The patient was hurting the next morning and went to give himself a bolus at 6:00am and wasn¿t able to. He tried again about 5 minutes later and got a 6 hour 59 minute lockout code. It was stated the bolus interval was every 6 hours 4 times per day. It was noted that the patient was sick every day. It was also reported that the patient had been referred to a specialist and it was possible that the cancer was spreading. A magnetic resonance image (MRI) showed that the patient had nodules in his spine. The patient was making an oncology appointment to evaluate it. It was also stated the patient had cysts that started on left kidney and had cryoablation in 2008 and it wasn¿t removed; renal cell carcinoma stage 1; an hcp was thinking that one of the cells got loose and spread. The patient had enlarged peritoneal lymph nodes in the abdominal area that was close to the aorta. The pain was just right there where the nodules are in his spine. The pump was infusing dilaudid.